Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300 ml's. Pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample available.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.